Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic colonscpopy procedure. The resolution clip device prematuretly deployed inside the sheath. The clinician used another resolutoion clip device, but the clip would not pull out of the sheath. The clinician used a third resolution clip device however, just as with the second device, the clip would not pull out of the sheath. Please noted associated medwatch reports 6000048-2006-00270 & 6000048-2006-00271. The area stopped bleeding and additional clip was not required. The patient did not sustain any complication or ill effect as a result of the deployment issue. The patient condition is noted as fine.

Manufacturer narrative:
This device has been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures.